Manufacturer narrative:
(B)(4)

Event description:
After a procedure to treat a lesion in the rca using a spectranetics elca laser sheath, the physician performed x-rays with contrast. The x-ray showed bleeding in the rca. The bleeding was treated with a balloon catheter and coronary stent. The patient survived the procedure.